Event description:
It was reported that the right ventricular lead had an acute increase in impedance and high threshold which changed the device to unipolar. There was an apparent fracture of the outer coil. The lead was capped. During the implant attempt of the replacement lead, when the lead was removed, the helix was partially extended with blood in the screw mechanism. The lead extended/retracted appropriately, but the physician requested a new lead. That lead was not used and new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was returned with the helix fully extended, distorted/bent. The drive shaft and sleevehead were bent. Therefore, the helix functions could not be tested. The lead was damaged at implant.